Manufacturer narrative:
The insulin pump was received with unresponsive act buttons due to unlocked connector at lcd board. The insulin pump was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 253 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.